Event description:
Today in pacu dr. From anesthesia, was suctioning pt through a latex free nasal airway. During suctioning the airway inadvertently slipped into the back of the throat. It could not be visualized. The pt experienced no adverse outcome. Pt was breathing spontaneously and maintained oxygen saturation 98-100% throughout the incident. After locating the nasal airway with a fiber optic scope, it was retrieved using magill forceps. The pt was sedated with propofol.